Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to shoot because window didn't change. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used in a diagnostic procedure. The patient¿s status after the procedure was normal. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. Femoral artery suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be at least 5 mm. The puncture site did not have visible calcium or plaque, there was no stent near the site, and no stenosis greater than 50% was present. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) failed to shoot because window didn't change. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible. The device was not attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used in a diagnostic procedure. The patient¿s status after the procedure was normal. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. Femoral artery suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be at least 5 mm. The puncture site did not have visible calcium or plaque, there was no stent near the site, and no stenosis greater than 50% was present. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.